Event description:
Complainant alleged that the medics were defibrillating a patient, who was presenting an atrial fibrillation heart rhythm. The medic reported that upon the administration of the first shock, at 200 joules, the device screen went blank. The medic then removed the deivce battery, and then re-installed the battery and a second shock, at 300 joules was administered to the patient. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.